Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Healthcare professional reported right rupture, "silicone uptake in lymph node", "pain", and "lumpiness". The device has been removed and replaced.